Manufacturer narrative:
This was previously reported under MFR report # 2916596-2020-03593. The event of bleeding after pump exchange to (B)(4) is being corrected to now be captured under this report. Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure and bleeding could not be conclusively determined through this evaluation. The patient remains ongoing on their new pump with no further related issues reported at this time. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. This IFU lists right heart failure and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
During the pump exchange, the patient's right ventricle struggled after protamine was given. Left ventricle under filled. At that time it was determined to place a cmag rvad. Rvad and hm3 lvad stable, however case complicated by diffuse bleeding. Patient required multiple product transfusion.